Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted damage to the instrument's adapter lugs. It was reported that the jaws of the reload did not close at all. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that a component disengaged from the device, and the device was difficult to unload. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The component disengaging was due to the reload lugs being broken off. Broken adapter lug can occur if the reload is over torqued during unloading and/or if an attempt is made to unload the reload without using the release button. The cause of the device being difficult to unload was due to the adapter's firing rod not being in its home position before trying to unload the reload. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux en y gastric bypass, on creation of the gastric pouch, there was difficulty closing the jaws. The adapter had a load that was stuck. The user could not remove the reload from the adapter. The operator used excessive force and inadvertently dismantled the reload cartridge. The pin housing of the reload was still attached to the adapter. A manual handle was opened with a new reload attached to resolve the issue. There was no patient injury.